Event description:
Meter was prompting the "not ok" message during testing. Patient went to the hospital, as patient felt patient's blood glucose level was high. Patient received insulin treatment. Results from the hospital were not provided. The customer care representative (ccr) was unable to indicate if the test strip had been removed during the test process. The ccr walked the patient through cleaning the meter, while focusing on the optics area, and the meter prompted the "not ok message. The ccr reviewed proper testing procedures, verified that there was no test strip/meter movement, and the meter prompted the error 5 message. The patient did not allege harm. There is insufficient information that suggest that the patient experienced injury or medical intervention due to the meter. Based on the information supplied by the patient, there is an indication that the product malfunctioned. Issue was not resolved through troubleshooting. The meter was replaced.